Event description:
Reportedly, it was difficult to interrogate the ICD with a smarttouch or an orchestra device. The interrogation was successful after several attempts.

Manufacturer narrative:
Review of the provided files confirmed : - on 11 december 2023, 5 interrogation sessions were initiated. - the first 3 sessions in inductive mode, were unsuccessful due to communication errors. After communication error messages, the user refused to retry the interrogation. Then the sessions ended abruptly, due to a software anomaly. - the last 2 sessions in rf mode, were successful. - the software anomaly of the programmer software modules will be corrected on the next version. - no issue is suspected on the crt-d.